Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that he just replace the power supply board and now he's getting this error code 120.5010. I explain to the customer that he needed to re flash his 8015. The customer said ok and however the customer was using a small screen device. I explain to the customer that small screens are no longer supported the customer said ok. Customer stated that he would talk it over with his supervisor and see what they will do. The call was ended. Case resolution: customer stated that he would talk it over with his supervisor and see if they want to send the unit in for repair.